Event description:
A physician reported that while attempting to insert a company 19.5 diopter lens, he went through three cartridges, all of which were cracked or split. They had used different loaders and cartridges as well. He finally had them use a different company-model cartridge, and the fourth went in just fine. Additional information was requested and received stating in the surgeon¿s opinion, it is possible a couple of the injector plungers were slightly bent which might be cause or contribute to the event. There was no patient harm reported.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).